Event description:
Reportedly, during testing, the silence and reset lamp were observed to be randomly blinking. The device was not used on a patient when the event occurred.

Manufacturer narrative:
(B)(4).